Event description:
The pt was to received an scs system which included two percutaneous leads from the same lot. It was reported during the procedure, the physician experienced difficulty placing the leads. The physician was able to insert one of the leads; however, he was unable to advance it to the desired location. The physician advised the pt had too much scar tissue and aborted the procedure. The pt has been referred to another doctor for surgical lead placement.

Manufacturer narrative:
MFR's eval: the complaint for cannot implant product could not be confirmed through product testing alone. There were no defects identified that would contribute to the reported issue. As received, the returned leads were in good condition. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.